Manufacturer narrative:
The sample was received for evaluation. Visual inspection and squeeze testing were performed with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown date between (B)(6). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 150 ml intravia container leaked. This occurred before patient use. It was stated that the leak is contained within the over pouch but the source of the leak cannot be identified. There was no patient involvement. No additional information is available.